Event description:
It is reported that the stemmed tibial was opened and the plastic taper plug would not stay seated in the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete. Evaluation summary: upon initial review, the poly plug would not stay in place in the taper, less than 1/4 turn on the set screw captured and locked the poly plug in it's intended location. A definitive root cause cannot be ascertained at this time. Evaluation codes: device history records were reviewed and found to be conforming. Dimensions were found to meet print specification where measured. Visual examination revealed cured bone cement on the underside of the tibial baseplate. The polyethylene taper plug was initially disengaged from the tibial baseplate.